Event description:
Customer states that they are getting unexpected rh positive reactions (1+-2+) at immediate spin with gammaclone anti-d (monoclonal blend), lot dmb62-1 on patient samples previously typed as rh negative. They are also getting inconsistent reactions when typing new patients: results of 1st typing is rh negative at immediate spin (is) and results of 2nd typing by 2nd technologist is rh positive (1+) at is. No medical action was taken as a result of the unexpected negative reactions.

Manufacturer narrative:
Customer samples were not returned for investigation testing. Retention gamma-clone anti-d (monoclonal blend), lot dmb62-1 was testing with in-house donors of various rh phenotypes, including weak d cells. Expected reactivity was observed. Retention product performed as expected. Although no medical action was taken based on the results, the potential transfusion of incompatble blood exits.